Manufacturer narrative:
(B)(4). The sample has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned companion sample, particulate matter was observed in the tubing of a minicap transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 13 of 13.

Manufacturer narrative:
(B)(4). The actual device was not available for evaluation, but a companion sample was provided and evaluated. The manufacture date was not known. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was received for evaluation. A visual inspection was performed with loose and embedded matriculate matter noted. The reported problem was identified but the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.